Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 533 mg/dl and a bolus via the pump was delivered to address bg. Customer did not know cause of event. Pump system check was performed with tandem technical support cts) and no device issues were identified. Customer changed the infusion set site and pump therapy was resumed. Customer declined further follow up from cts.